Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported the physician only did angiogram after inserting the stent graft and noticed the iliac artery was damaged. Therefore, it is not known exactly when the iliac artery was perforated (after inserting sheath or after inserting stent graft). At the time of the event the physician was busy trying to save the patient and was not able to identify the cause of the event analysis summary: the reported iliac vessel perforation and subsequent difficult to deploy event could not be assessed on the films provided; therefore the cause of the events could not be determined. Angiograms from the index procedure showing the events were not provided for review. Lack of pre-implant CT¿s did not allow for a thorough assessment of the patient¿s pre-implant anatomy. It is possible that there was some anatomical considerations (e.g. Calcification, tortuosity) that may have contributed to the reported events. The devices were not returned for analysis for a thorough investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a 60mm thoracic aortic aneurysm. The proximal landing of the aorta was 37-39mm and the landing on the innominate artery was 18mm. It was reported that during the index procedure, the physician attempted to advance a 22f sentrant sheath and was successfully able to do so. This was then removed. It was reported there was lack of CT imaging of the iliac and femoral regions. The main body vamf4642c150te stent graft was then inserted and advanced to the target landing zone. At the same time the patients blood pressure dropped to 60/40. Contrast was injected immediately to see what the issue was, it was noted the iliac artery had a severe perforation. The bleeding from this was then controlled and the patients blood pressure improved. The physician then delivered the stent graft to the target location but the deployment was not successful because part of the iliac artery tightly wrapped around the tip of the delivery system and graft cover, the first two thirds of the stent graft and the tip capture could not expand to the aortic wall. Due to the long operation time, open surgery and time to insert and remove the device the patient had lost too much blood and went into cardiac arrest and subsequently expired. No cause of the event was reported. No additional clinical sequelae were provided and the patient is expired.